Event description:
Frame damage was observed on a 23mm sapien 3 ultra valve. As reported from germany aby our edwards lifesciences affiliate, a 23mm sapien 3 ultra valve was to be implanted in the aortic position via transaxillary approach. During the procedure, the valve was not able to be advanced through the 14fr esheath+. The system was withdrawn and another kit with a 16fr esheath+ was used successfully. The devices were returned to edwards lifesciences for evaluation. It was noted that the sheath liner was unexpanded and torn, and one valve strut was bent.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned device was visually evaluated, and the following observations were noted: crimped valve stuck inside sheath shaft at 8.5 cm from strain relief. The valve was advanced through the sheath by the engineering team, and one (1) strut is bent outwards at the inflow side. The valve was expanded during pre-decontamination process, and the bent strut remained deformed on expanded valve. Due to the nature of the event, no applicable functional or dimensional testing was able to be performed. Imagery of the patient's anatomy was provided, and it was observed that the access vessel with minimum luminal diameter below the required 5.5mm for 14fr esheath+. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The valve frame damage was confirmed based on evaluation of returned device. Available information suggests that patient factors (undersized vessels) and/or procedural factors (high push force) likely contributed to the event as imagery revealed the access vessel with minimum luminal diameter below the required 5.5mm for 14fr esheath+, and it was not possible to advance the thv through the sheath. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.